Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unresponsive keypad button issue. No further details were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: the keypad cover was intact with no evidence of physical damage. All keypad buttons responded normally during investigation. The keypad cover was removed and there was evidence of moisture found under all contacts. The pump was opened and no defects were found to the keypad flex. Unrelated to the original complaint, investigation revealed the following: there was evidence of moisture found on the battery canister; there was a crack in the pump casing between the case seal and the edge of the display lens; the display was dim, fading, and discolored; the battery compartment was cracked; the audio bolus button was intermittently unresponsive and there was contamination found in the bolus button compartment/on the underside of the bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).